Manufacturer narrative:
(B)(4). Chalmers et al. "Early dislocation after reverse total shoulder arthroplasty" journal of shoulder and elbow surgery. Reference journal article attached. 23: 737-744. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by peter n chalmers, zain rahman, anthony a romeo and gregory p nicholson. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It is reported in a journal article that one patient developed a superficial wound infection that required irrigation and debridement, with component retention and resolution of the infection following implantation of a reverse total shoulder arthroplasty. Attempts have been made to obtain additional information and further information is not available at this time.